Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, medical device model. Upon investigation of the actual device used in this incident, it was determined that the srm was falling off. A field service engineer (fse) used new plate and installed the remote manager back on to the refrigerator to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed remote manager. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed remote manager. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available. Initial reporter facility name: (B)(6).